Manufacturer narrative:
The cot was evaluated by an authorized field technician. A visual and functional evaluation was conducted and the cot was found to be operating according to specification and no defects were found that would have contributed to the cot lowering unexpectedly from a position. The complainant also confirmed they were unable to duplicate the lowering after the incident. Due to the age of the cot, 11+ years old, the complainant requested the technician to conduct a pm service on the cot. This service was conducted and the cot was returned to service. The complainant stated the emt alleging the back strain did not seek medical intervention for the injury nor have any follow up reports been received regarding later alleged injury of the patient.

Event description:
It was reported while loading a patient and the cot into the ambulance the cot allegedly collapsed. No further details of the incident have been reported. There were no injuries reported to the patient; however, there is an allegation of a back strain to an assisting medic but it was reported no medical intervention was sought. An investigation has been initiated to gather further details of the incident as well as evaluate the device.

Event description:
It was reported while loading a patient and the cot into the ambulance the cot allegedly collapsed. No further details of the incident have been reported. There were no injuries reported to the patient; however, there is an allegation of a back strain to an assisting medic but it was reported no medical intervention was sought. An investigation has been initiated to gather further details of the incident as well as evaluate the device.